Event description:
It was reported that an anesthesized patient in the operating room receiving a transfusion of autologous blood, salvaged during a radical prostatectomy, experienced an acute fall in systolic blood pursue from 110 to 70mm hg. The salvaged blood from the surgical site had been processed in a haemonetics cell saver 5 and then transfused to the patient through the device. Prior to this event, the patient has been anesthesized with propofol induction, vecuronium, fentanyl 200 mcg/10mg morphine for analgesia, and ventilated with oxygen/air/soflurane. During the procedure preceding the event, the patient had been given 2 liters of hartmann's solution and 1 liter of voluven for fluid and blood replacement. Up to that point had lost approximately 1400 ml blood, and was in a stable phase of anesthetic and surgery with no acute hemorrhage or surgically induced vascular compression. Pulse was 60 sinus rhythm, direct arterial blood pressure 110/70. Esophageal doppler demonstrated reasonable filling (estimated stroke volume 70-80 ml, estimated cardiac output 4-5 l/min). On returning, cell saved blood from the first collection, there was an acute reduction in blood pressure (systolic fell to 70 mmhg) at the same time, the stroke volume and cardiac output increased to 120 ml and 9-10 l/min respectively. No drugs had been given in the preceding 10 minutes. Upon observing the hypotensive episode, the cell-saved blood was stopped and a bolus of 9 mg ephedrine given. This returned the blood pressure to previous levels. There were no other changes associated with anaphylaxis (no change in airway pressure, no wheeze, no skin changes,no tachycardia, but pulse changed from 60 to 75 bpm). The cell saved blood was restarted at a very slow rate. Again, a similar but milder episode of hypotension occurred associated with an increase in cardiac output. This was settled with another bolus of ephedrine. The blood was continued with no long-term problems. The attending physician interpreted the increase in cardiac output to a drop in systemic vascular resistance, and thought something in the combination of the cell saved blood and the device may have caused this transient hypotensive episode due to the time sequence of the transfusion and hypotension.

Manufacturer narrative:
Device evaluation started, but not yet completed.